Manufacturer narrative:
Correction: g3 - the date received by manufacturer of the previous report should have been 8 aug 2024 rather than 28 aug 2024.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Final analysis found two external insulation abrasion breaching the outer insulation and exposing the outer coil. One external insulation abrasion was located proximal to the suture tie impression consistent with friction to the device can and the other was located distal to the suture tie impression consistent with friction to another device or feature of the anatomy. The cause of the reported event was isolated to the external insulation abrasions found on the partial lead.

Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in inappropriate mode switch episodes. The arial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: g3- the date received by the manufacturer of the previous report should have been 4 sep 2024.